Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 250 mg/dl ¿ 270 mg/dl between 4 and 24 hours of wearing the pod. The patient reported that they were eating and noticed that their bg levels were rising and believed that they were not receiving insulin. The patient noticed that the adhesive was wet due to insulin leaking and the pod was removed from their back. Upon removal, the patient noticed the cannula had dislodged. As treatment a new pod was applied.